Event description:
Related to MFR report # 2183959-2012-02598. It was reported by the plaintiff's attorney that the plaintiff was implanted with an elevate anterior and apical prolapse repair system with intepro lite on or around (B)(6) 2010 to treat her urinary incontinence and pelvic organ prolapse. It was alleged that the plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering. It was additionally alleged the plaintiff had f/u visits to the healthcare provider due to the injuries. The plaintiff continues to suffer from vaginal infections, vaginal pain, pelvic pain, groin pain, bleeding, pain during sexual intercourse, urinary tract infections, abdominal pain, incontinence, continuous immune response with inflammation. It was further reported the plaintiff underwent extensive medical treatment, including, but not limited to, operations to locate and remove the product, operations to attempt to repair pelvic organs, tissue, and nerve damage, hospitalization, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.